Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens was later removed and replaced for a shorter length lens and the problem was resolved. Cause of the event was reported as the device. Normal anterior chamber depth restored, and initial crowding of irido-corneal angles resolved after exchanging icl with a smaller size.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).